Event description:
The customer reported an intermittent charger fail error. No pt injury was reported.

Manufacturer narrative:
A ge rep talked to customer on the phone. Customer will have onsite bio-med tech investigate power fluctuations between rooms system is used in, and calibrate battery charger. (B) (4).